Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a physician from (B)(6) of sterile peritonitis and fever in an approximately (B)(6) male patient coincident with dianeal unknown therapy. On (B)(6) 2008, the patient began treatment with dianeal unknown (dose, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient complained of abdominal pain and fever (37.6 'c), and was diagnosed with aseptic peritonitis. Laboratory tests were performed on peritoneal fluid (results not reported) which revealed sterile peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient received remedial therapy. On an unreported date in 2010, the event of sterile peritonitis resolved. It was not reported if the event of fever resolved. Dianeal unknown therapy continued at the same dose. The patient's medical history and concomitant medications were not reported. The physician believed that the event of sterile peritonitis was unrelated to dianeal unknown therapy.